Event description:
It was reported that after a therapeutic stone retrieval procedure this stone cone was being tested for opening and closing and a part of it broke. The procedure had been completed successfully with no patient complications.

Manufacturer narrative:
This device is currently being evaluated by this manufacturer. Following completion of the engineering evaluation, a supplemental medwatch report will be forwarded under the appropriate sequence number. Per our follow up no piece broke off in the patient and there were no complications. Our directions for use states: "if resistance is encountered while attempting to withdraw the coil do not exert excessive force. To release the object from the device, advance the sheath to straighten the coil and remove the device. Warning: to minimize risk of device breakage or patient injury, do not fire laser directly on any part of the stone cone." At the time of this filing, we are unable to determine the relationship between the device and the cause for this event.